Manufacturer narrative:
(B)(4).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 6cm in diameter abdominal aortic aneurysm. It was reported that the patient presented emergently with back and abdominal pain. A proximal type I endoleak was discovered so the physician performed a secondary intervention. A stent graft was implanted, resolving the event. Per the physician, the cause of the event was due to aortic neck dilatation. No additional clinical sequelae were reported and the patient is fine.